Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the hospital at the beginning of (B)(6) 2024 due to new broken edges on their system controller. The damage was cosmetic. According to the patient it was not clear if the interface was still sealed safely to the housing. No technical issues occurred. Some scratches on the emergency backup battery (ebb) cover were also noted. The hospital decided to exchange the system controller as it was not clear that the sealing between the interface and the system controller housing was still sufficient, and the root cause could not be identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of cosmetic damage to the system controller housing was confirmed via evaluation of the returned system controller. The returned system controller, serial number (B)(6), was visually inspected and revealed cosmetic damage to the front housing, and scratches on the back housing and user interface (ui) membrane. The system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 18oct2024. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not drop the system controller or subject it to extreme shock. This section also advises the user to inform hospital personnel immediately if the system controller is dropped. The heartmate 3 instruction for use, section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the controller. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the damage to the system controller was cosmetic. No technical issues occurred.